Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol bard flat mesh device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. On (B)(6) 2012: the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol bard flat mesh. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. (B)(6) 2012: the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol bard flat mesh. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with multiple recurrent incisional hernia thereby underwent open repair with the implant of bard flat mesh. Per operative notes, ¿there was an unknown mesh in the abdomen, which was divided. In the right lower quadrant, there was a defect with incarcerated small bowel. The sac was removed. A bard flat mesh was sewn over the fascia using sutures.¿ (B)(6) 2012 - patient was diagnosed with infected mesh and fistula thereby underwent open repair with removal of bard flat mesh. Per operative notes, ¿the mesh was encountered. A small bowel fistula to the mesh was identified. The small bowel was densely adherent to the mesh and omentum in the anterior part of the abdomen. The whole small bowel was carefully dissected out from the mesh and abdominal wall. The side-to-side functional end-ta-end jejunojejunostomy was made. She had multiple meshes placed. All the meshes were removed along with the fistula.¿ attorney alleges that the patient had abscess, adhesions, bowel removal, pain, fistula, infection, hernia recurrence, revision of mesh, sepsis, wound vac and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol bard flat mesh device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year, post implant of bard flat mesh, patient was diagnosed with infection, adhesions and fistula thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, adhesions and fistula as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.